Event description:
(B)(4). I went to the hospital for a minor 20 minute procedure to correct a problem with incontinence. Following that, I kept passing out due to the pain I was in. I had to spend the night. I had been a healthy (B)(6) woman who was in good shape and had been exercising regularly. My life was turned upside down!!!